Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported this was a cranial resection procedure. It was also stated that the system did start tracking again during the case, and it was presumed that the camera position was off.

Manufacturer narrative:
Patient information was refused by the site. Other relevant device(s) are: sw app 9735762 stealth s8 app. A medtronic representative went to the site to test the equipment. It was reported that there was no fault found with the system, no components were replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during the navigate task of a cranial procedure, the surgeon complained of the system intermittently tracking instruments. There was no delay to the procedure. There was no reported impact on patient outcome.

Manufacturer narrative:
The software investigation was completed and the reported issue was not confirmed. They were unable to determine the probable cause because the behavior could not be replicated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the camera was re-positioned by someone in the or.